Manufacturer narrative:
The distributor's representative observed that electrical test failure code 120 and fault 55 (main board monitor keypad fault) were recorded in the error logs. He replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to use.

Event description:
The customer advised datascope's distributor in a foreign country that, when they attempted to turn on the intra-aortic balloon pump (iabp) for use on a patient, it would not start. It generated an electrical test failure code 120 (monitor keypad failure). They attempted to turn on the unit again, and it started. They initiated therapy. While the unit was in use on the patient, the unit generated system failure, generated a high pitched alarm sound, and shut down. A second electrical test failure code 120 was generated. They restarted the unit again, and continued therapy on the patient . The patient was then switched to another unit and therapy was completed. No patient injury was reported.